Manufacturer narrative:
A device history record review was completed for provided material number 38833014 and lot number 4113765. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, an area highlighted by the customer showed a small ripple on the side of the catheter, which was inferred as silicone drops as described by the customer. The images provided had low resolution, making it difficult to assess the necessary details. Drops of the lubricant fluid are from the silicone solution which is applied during the production process to the external surface of the catheter. Within the lubrication station, the technology could occasionally leave drops on the catheter surface in addition to the lubrication distributed along the catheter. These drops may have originated due to excess lubricant solution applied by the equipment¿s dispenser. Although no records were found in the lot history for the presence of lubricant drops, all samples challenged from this lot were approved. This means that the product meets quality requirements regarding catheter lubrication, allowing proper sliding of the catheter during venipuncture, even with drops on its surface. Therefore, it is concluded that this condition does not have the potential to generate an adverse event for the patient/user, as it does not pose any significant risk to the use of the material, its performance, and/or patient safety. We clarify that, to date, we have not received any other complaints or inquiries from customers regarding this lot concerning the presence of drops of lubricant fluid on the catheter body. Two (2) of the tipper machines involved in the production of this product lot were removed from the production process and discontinued recently. Since the removal, the catheters are produced on ¿tipper in-line¿ machines, whose lubrication technology reduces the risk of drops of lubricant fluid on the catheter body. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that when examined with normal or corrected vision, drops of lubricating fluid are visible on the outer surface (effective length of the catheter) in the five units analyzed.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.